Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side " mass on top part left breast... Irregularity on implant surface... Implant was ruptured." Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to the spec, opening extended on anterior and brown particles material in the shell. A visual and microscopic analysis was performed which identified; sharp opening extended on anterior and a dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Health professional reported left side " mass on top part left breast... Irregularity on implant surface... Implant was ruptured." Device has been explanted.